Manufacturer narrative:
Correction: the initial complaint was received for the 3100 ventilator. The reported issue has been attributed to the patient circuit that was in use at the time of the event. The circuit is not available in the united states and the reported event has been evaluated as not reportable in the united states.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the oscillator stopped oscillating and lost pressure. No patient harm was reported. Patient was stable before and after event.